Event description:
While performing internal inspection of the ventilator after a software upgrade, the respironics service tech checked all three check valves and reported all were cracked. The ventilator was not in use on a pt, therefore there was no pt harm. The service tech replaced the three check valves to correct the problem. Final testing was performed and all tests passed to operating specifications. All check valves were returned to the factory for inspection. Upon receipt of the check valves it was noted that all three check valve bodies were separated at the hinge of the outer ring. This report is being filed as a follow-up to the recall action.